Event description:
Country of complaint: (B)(6). The thread detached from needle very easily. The sales rep tested it with his fingers. The result of this test is, that the thread detached from needle very easily, just with his own fingers.

Manufacturer narrative:
MFR site evaluation: samples received: 18 unopened racepacks. There are no previous complaints of this code/bath. There are no units in OEM stock. Tested the needle attachment of the samples received and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during this process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: na. Corrective/preventative actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.